Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Functional test was performed, and the connector segments were verified, the saline flowed on the tube. The fiber card was reviewed, and the fiber was not expired, was recognized by the system, and was fired. Microscope inspection identified that the outer flow tube was torn and damaged, reported by the complainant as "cracked" and the fiber tip has also severe detritus (charred tissue) the of burying the tip into tissue during use. Burying the fiber tip into tissue can cause no/low fluid flow by which to cool the fiber. This can result in overheating of the fiber and likely contributed to the damage observed. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber sheath cracked after 22,24 min and 191863 joules of use. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber sheath cracked after 22,24 min and 191863 joules of use. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber sheath cracked after 22,24 min and 191863 joules of use. The procedure was completed using another fiber. There were no patient complications.